Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing with low amplitude r-waves. It was noted that the electrode was implanted on the patient's right side due to cardiosurgical treatment in the past. T-wave oversensing was also observed in other vectors. The x-ray did not show a change in position. Boston scientific technical services (ts) was consulted and discussed further troubleshooting. Ts discussed that system placement may be playing a role in lower r-wave amplitudes. The physician was screening for left sided placement. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.